Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2013 with the following findings:an inspection of the pump revealed no visible damage to the keypad. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive; the contrast button responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and contrast buttons were intermittently unresponsive and required multiple hard presses to elicit a response. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.